Event description:
It was reported that the pump touch screen was unresponsive. Customer's blood glucose (bg) was reported as 93 mg/dl, however, patient also reported receiving inaccurate readings. Customer declined to troubleshoot the issue with tandem technical support; therefore no additional information was obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.